Event description:
It was reported that during the preparation of a pulmonary vein isolation procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. The flushing port of the catheter was noted to be damaged. Catheter was replaced and the issue was resolved. No patient complications were reported. Procedure was completed successfully. The device was returned for further analysis.

Manufacturer narrative:
The farawave catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, it was noted that the strain relief was detached from the luer. Based on the laboratory analysis, it was able to confirm the reported clinical observation of luer damaged/defective.

Event description:
It was reported that during the preparation of a pulmonary vein isolation procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. The flushing port of the catheter was noted to be damaged. Catheter was replaced and the issue was resolved. No patient complications were reported. Procedure was completed successfully. The device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.